Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was positioned on the mitral valve (mv); however when establishing final arm angle (efaa) the clip opened. The clip was not implanted and removed. A second clip was implanted without issue reducing the final mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was confirmed via returned device analysis. In addition, frictional element (fe) deformation was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the observed fe deformation could not be determined. The investigation determined the reported clip opening during efaa is related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.